Manufacturer narrative:
Date of death: estimated. Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. There were no reported device malfunctions and the products were not returned as the scaffolds remain in the anatomies. A review of the lot history records and complaint histories could not be conducted because the part and lot numbers were not provided. The reported patient effect of death, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU), is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported deaths, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Article title: "long-term results of a prospective, single-arm evaluation of everolimus-eluting bioresorbable vascular scaffolds in infrapopliteal arteries." The other adverse patient effects referenced are filed under a separate medwatch report number.

Event description:
It was reported through a research article identifying the absorb bioresorbable scaffolds that may be related to the following: death, restenosis, scaffold thrombosis, occlusion, pseudoaneurysm, target lesion revascularization and rehospitalization. This article summarizes clinical outcomes of 48 patients, 55 limbs, treated with 71 absorb scaffolds. Details are listed in the article titled, "long-term results of a prospective, single-arm evaluation of everolimus-eluting bioresorbable vascular scaffolds in infrapopliteal arteries."